Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. It was further determined that the damaged cable/cord/wiring was due to improper reprocessing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cable/cord/wiring, bearings, motor and control of the motor device were damaged. It was further determined that the device had a liquid damage. It was further determined that the device failed pretest for handpiece temperature assessment, noise assessment and loctite and cable assessments. It was noted in the service order that the surgeon indicated that the sound of the motor changed during an unspecified surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.